Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced uncomfortable stimulation with the left supra-orbital lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
A patient experiencing uncomfortable stimulation was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the lead was repositioned.